Event description:
It was reported when using the pyxis medstation es system server was unresponsive. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the users were unable to log in to the stations. A field service engineer rebooted the server to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI and manufacturer details kept blank since the given asset information found to be it infrastructure. A supplemental report will be submitted if additional information obtained from the customer, and if any investigation findings.